Manufacturer narrative:
The eval will be completed, and a follow-up will be sent to FDA.

Event description:
During a turp procedure, the metal part of the cutting loop burned off the end and was left in the pt's prostate. The physician was able to retrieve the loop. There was no consequences to pt.